Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit the field service engineer replaced xy scanner as a preventive measure and performed system verification as per sir (service installation record) system meets specifications. Review of the log file for the day of treatment shows no error messages or warnings. So no technical root cause could be identified, as system meets alcon specifications. No technical root cause could be determined for the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a side cut tag during a lasik procedure. Additional information has been requested. There are multiple related reports for this facility. This report addresses patient two and other manufacturer reports will be filed.